Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. Other than the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. Other than the surgical procedure, no adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned due to exhibiting high impedance and high threshold measurements, as well as intermittent loss of capture. Other than the surgical procedure, no adverse patient effects were reported.